Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient was revised due to infection seventeen (17) months post implantation. The infection was reported set in < 6 weeks after the initial procedure.

Manufacturer narrative:
(B)(4). This follow up-report is being submitted to relay additional information. Concomitant medical products- femur cemented posterior stabilized (ps) narrow left size 9 catalog #: 42500006601 lot #: unknown. Tibia cemented 5 degree stemmed left size e catalog #: 42532007101 lot #: unknown. All poly patella size 29 mm dia. Standard 8.0 mm thickness catalog #: 00597206529 lot #: unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.